Event description:
Fhc sales representative reported that the surgeon was uncomfortable with finding the fiducial and also the correct angle to thread the standoff on the anchor. The surgeon decided to abort the case since one fiducial and standoff had come out completely and one of the posterior standoffs were too lose which could affect the accuracy of the device. The surgery was aborted before the burr hole was opened hence posing low risk to the pt.

Manufacturer narrative:
No further evaluation of the device was possible. The surgeon decided that she will perform the surgery with a frame henceforth. Fhc representative will assist the surgeon with all the future dbs needs. Incident was a result of user being uneasy with the system. Fhc is looking at making further improvements to the platform system which will make the user more confident about the system. There is no indication that any fhc components were at fault at this incident. The mp-kit-02 is made up of 2 kits. Mp-kit-02-01 (surgical kit) and mp-kit-02-02 (mt bilateral platform). The lot number of mp-kit-02-01 is 127262 and serial number of mp-kit-02-02 is (B)(4).